Event description:
Info received indicates the bed exit system sends a signal through the nurse call system but there is no local audio alarm when the bed exit system alarms.

Manufacturer narrative:
The technician isolated the issue to the piezo speaker. He replaced the piezo speaker to repair the bed.